Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the products said to be involved were returned in a biohazard bag with one open pouch from the lot number provided in the report. The label matches the products returned. Additionally, four sealed devices from the lot number said to be involved were returned and evaluated. Used devices #5-6: our laboratory evaluation of the products said to be involved confirmed the report. A visual examination confirmed the clip housings has separated from the coil catheters but remain attached to the end of the drive wires, in a closed position. The clips could not be reopened. The devices were viewed under magnification and a product discrepancy or anomaly that could have contributed to these reported occurrences were not observed. Sealed devices #1-4: the devices were functionally tested to verify open/close and the cath attach to housing joint strength. The clips advanced through the scope, opened, and closed as expected. Additionally, the clips did not separate from the cath attach when opened. A functional test was then performed for the housing to catch attach joint tensile strength. The devices separated at the cath attach at a detachment force within the acceptance criteria. Therefore, the complaint could not be confirmed for the sealed devices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Used, returned devices: our laboratory evaluation of the returned devices confirmed the report. Sealed devices: these products functioned as intended and met our requirements for the housing to cath attach joint. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ the IFU also includes the following precaution: ¿holding handle spool during clip advancement may prematurely deploy clip.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During clipping post polypectomy in the colon, the physician used two instinct plus endoscopic clipping devices. It was reported that the clips were tested prior to going down the scope. The clips would not open upon exiting the scope and seemed partially detached from the catheter [moved in a tromboning motion]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.